Event description:
Rep reported return of pain. Rep initially met with the patient (B)(6) 2024 and completed a reprogramming per pt¿s request. Patient programmed with dtm in an attempt to capture low back pain and lower limb neuropathy. Adaptivstim also activated per his request. The rep and patient continued communicating via text and calls, as needed, over the last three months. Patient text (B)(6) asking to meet this week, appointment made for (B)(6). At this appointment, patient had impedance issues with electrode 0, 8, and 12. These were not present at (B)(6) 2014 interrogation. Patient stated that his low back pain has never been captured with scs since implant. The rep suggested that the patient reach out to his pain doctor/implanting physician as reps have tried numerous programming options.

Manufacturer narrative:
H6: previously reported patient code e2403 is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had three electrodes 5, 8, and 12 which showed high impedances. The patient was reprogrammed to their satisfaction by not utilizing those electrodes.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jul-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 08-feb-2025, and UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that after the ins was installed 4 years ago every manufacturer representative (rep) that "touched" the ins said that the pt had 16 leads, two of them were not working, and they would work around it. Pt knew the lead wiring did not move and after they had an ablation to get the pain down by the same pain neurosurgeon doctor who worked with the ins; the doctor worked with imagining and saw that nothing had moved for they overlayed the imagery. Recently the rep said that 16 leads were working. Pt said the leads were bad for 3 years and now all was well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen for a reprogramming. They were unable to capture the patient¿s areas of pain, despite multiple programming configurations. Rep suggested that the patient reach out to their pain doctor/surgeon to discuss their options.